Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. The surgeon loaded the lens into the injector. The lens got caught in the injector as he tried to advance the lens. Unk if lens was damaged. There was no pt contact. The reporter stated it was due to a technical error.

Manufacturer narrative:
(B)(4).